Manufacturer narrative:
Batch review performed on 10 december 2019. Lot 157648: 100 items manufactured and released on 24-mar-2016. Expiration date: 2021-03-10. No anomalies found related to the problem. To date, 88 items of the same lot have been already sold without any similar reported event. Preliminary investigation performed by r&d project manager. Shell covered in biological fluids, signs of extraction on pe liner. It is not possible to determine failure root cause. Clinical evaluation performed by medical affairs manager. Partial hip revision surgery (head, cup and liner) performed 3 years and 7 months after cementless total hip arthroplasty in an elderly woman ((B)(6)). Cup mobilization is visible in the image provided but no additional evaluation can be done due to low quality. The surgeon suspects the presence of a cyst or bone defect that cannot be confirmed on the basis of available information. The reason of this event cannot be determined.

Event description:
Revision surgery performed, 3 years and 7 months after primary surgery, due to cup loosening. Anterior approach used during the revision. Also the head, liner and the screws have been removed. The surgeon suspects the patient had a cyst or bone defect that collapsed causing the implant to move.